Event description:
It was reported when using the bd pyxis medstation system, experienced delays in drawer opening, unable to recover and failed to recognize the pockets. The customer reported that there was no delay in patient workflow due to this malfunction as the user was able to remove meds from another station. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that drawer was delayed in opening and failed to recognize the pockets. A field service engineer repaired the a1 pocket retainer on tray and reseated row board cable at trays and drawer board to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.